Event description:
4 so far who's valve does not seem to be working correctly, when you remove the needle, you immediately get backflow. No, patient harm but, our lip¿s end up with body fluid splashed on them. No apparent visible damage to the valve. This is complaint 2 of 4.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One sample was received for evaluation. Sample evaluation was able to confirm the reported failure mode (leakage). When exposed to high pressure the valve was found to leak. Upon inspection a significant amount of crazing was noted between the valve and needle insertion site. A device history record review for lot 0001318899 did not identify any manufacturing defects or issues that may have contributed to the reported failure. The most probable root cause for the reported failure mode was defective material. The material was found to be defective (significant crazing identified). This investigation was unable to determine when the damage to the material took place. Incoming inspection of the material passed incoming inspection which includes visual inspection for crazing. As this is a supplied part a quality notification has been sent to the supplier (accumold) notifying them of this event. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see manufacture narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
4 so far who's valve does not seem to be working correctly, when you remove the needle, you immediately get backflow. No, patient harm but, our lip¿s end up with body fluid splashed on them. No apparent visible damage to the valve. This is complaint 2 of 4.